Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patella clamp does not lock, surgeon had to hold it tight. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed both clamps slightly bent from the attune patella drill clamp. No additional damage could be observed on the photo evidence provided. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Properly handling and attention to the approved use of the device diminishes the risk of failure. However, since functionality cannot be assessed through photo evidence provided, the investigation could not draw any conclusion about the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the attune patella drill clamp would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patella clamp does not lock. The surgeon had to hold it tight.